Event description:
During preventative maintenance of the device, the field service rep (fsr) reported that the roller pump display was blank. There was no pt involvement.

Manufacturer narrative:
Note: the complaint was confirmed by the field service rep that the pump display was not functional. No testing was performed as the customer declined repairs. No add¿l action will be taken at this time.